Manufacturer narrative:
Additional information was received on the event on (B)(6) 2019. The patient was female. During mapping the left atrium, cardiac tamponade was confirmed. Patient¿s outcome was improved. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition related. Therefore, sex was populated. Additional information was received on april 10, 2019 providing an additional concomitant product of soundstar eco ge 8f catheter / us catalog #: 10439236 / lot #: unknown. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.  If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device 30133251l number, and no internal action was found during the review. Concomitant products: carto 3 system; us catalog #: fg540000j; serial #: (B)(4). Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, error 44 was noticed. Fan was not displayed on the carto 3 system and the contour could not be lined. The eco cable was pulled out and error 44 was resolved. The procedure continued without further issues. Post-procedure, cardiac tamponade was confirmed. It was reported that the perforation possibly occurred during ablating the inside of the coronary sinus. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium. The patient was transferred to the coronary care unit (ccu). It is unknown if extended hospitalization was required. There¿s no information regarding patient¿s outcome or physician¿s causality opinion. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The error 44, fan not displayed on the carto 3 system and the contour could not be lined were assessed as not reportable issues. The potential that they could cause or contribute to a death or serious injury were remote. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.